Manufacturer narrative:
It was reported that the ventilator face screen appeared black and stopped working. The nurse recognized it in time and immediately disconnected the ventilator, gave an endotracheal intubation to connect a catheter for oxygen, and replaced the ventilator. No serious harm was done to the patient. Since the hospital did not have any dräger engineers involved in the follow-up measures and did not provide log files, the specific case could not be evaluated. Because the failure was repaired by the hospital itself, the failure to obtain a repair and preventive maintenance status does not rule out the possibility of a problem with the internal battery and/or power supply, but a more likely explanation is as follows: as explained in the IFU, an ¿internal battery not charging¿ alarm is issued when the power supply's dissipation of heat is impeded - the device responds to such a situation by turning off battery charging to reduce power consumption and allow the power supply to cool down. Operation is not interrupted, but the battery continues to be used. The typical root cause of internal overheating is a lack of preventive maintenance, i.e. The filter pads in the air intake become clogged with dust. However, there may be other causes as well; the lack of information makes it impossible to draw reliable conclusions.

Event description:
It was reported that the ventilator face screen appeared black and stopped working. The nurse recognized it in time and immediately disconnected the ventilator, gave an endotracheal intubation to connect a catheter for oxygen, and replaced the ventilator. No serious harm was done to the patient.